Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from october 31, 2019 - november 1, 2019. H10: the actual device was evaluated. A visual inspection was performed using the naked eye which found the bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture. As a result, no abnormality was identified. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause of the condition was noted to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) or (B)(6) of 2020 (also reported as "an unspecified date recently"). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst during filling. There was no patient involvement. No additional information is available.